Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing. The customer¿s blood glucose level was 9.2 mmol/l. The customer reports the sensor fractured while in the body. Customer is unsure if the sensor is still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The customer also reported that they were unable to connect the transmitter to the insulin pump. The device will be returned for analysis.